Event description:
Clarification-new information notes that the device was not explanted as previously reported. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4) - required intervention to prevent permanent impairment damage (devices).

Event description:
It was reported that during device change out, intermittent oversensing was noted on the ventricular channel. The device was explanted.